Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic into the patient's right eye on (B)(6) 2014. When the lens was injected into the eye the lens tore. The physician cut the lens to remove from eye. A capsule tear was noted. The physician implanted a sulcus based lens and the incision was sutured. The technician used sharp forceps to load the lens and tore the lens during loading. The cause of the capsule tear is unknown.

Manufacturer narrative:
Pt weight: unk. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method: lens work order search. Results: visual inspection of the returned product found most of plate haptic and pieces of optic torn off and missing. A small piece of one haptic torn off and missing. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of capsule tear could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: device history record review: review of the complaint file, device history record and performing a root cause analysis, the root cause is not likely related to the manufacturing process of the lens, but there is no direct evidence that leads to the root cause of this complaint. Conclusions: based on the complaint history, work order search, device history report review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review: od: reportedly intraoperative lens removal (single-piece staar iol with toric optic) was performed to address lens damage that was noted upon insertion. According to the report the most likely cause of the lens damage was user error (sharp forceps that technician used during loading). Another lens of different manufacturer was implanted in the sulcus since there was a capsular tear. The cause of capsular tear was not attributed to the damaged lens removal and remained unknown. No reported postoperative sequelae. Conclusions: based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product, a specific root cause of capsule tear could not be determined. The lens was damaged due to user error. (B)(4).